Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was later confirmed the patient was doing very well. If additional information is received, the event will be updated.

Manufacturer narrative:
Product ID neu_ptm_prog; product type unknown patient programmer. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced underdose symptoms which required hospitalization in the intensive care unit (ICU). The patient was substituted with intravenous morphine. The pump was checked also on september 15 at 19:32. The logs noted that on (B)(6) 2014 the motor stalled at 18:24. The motor resumed function at 20:38. On (B)(6) 2014, the motor stalled again at 18:58 (last event reported in the pump log with no recovery noted). The 8476 code was also noted on the personal therapy manager (ptm). The pump was expected to be replaced on (B)(6) 2014. At the time of the report, the patient's status was reported as alive-no injury. No diagnostic testing or troubleshooting occurred. The issue was reported as unresolved and the cause was not determined. This device system delivered fentanyl. The product was later returned for analysis. A request was made for the patient¿s current status but the information was not available at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.